Event description:
The iab was inserted via an introducer sheath. Shortly after insertion, blood was seen in the helium tubing. As a result of this, the iab was removed. There were no pt complications.